Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that a preloaded intraocular lens (iol) was implanted in a patient and the lens haptic in the eye did not unfold correctly. A week later, the haptic was still folded so another surgeon took the patient back to surgery to unfold the lens haptic correctly and put in place. Additional information was requested.